Manufacturer narrative:
An engineer was dispatched from the factory to investigate the actual device and review the event with the customer. No abnormalities were found in the device. The table brakes holding forces were within specifications. Review of the use of the device revealed that the table top was not retracted to the foot end position at the time of the event. This is a contraindication that is listed in the operational manual. It was suggested to the customer that a pt transfer board be used to improve the safety for the pt and user. Additionally, it was suggested to the customer that in-service training be conducted for proper pt transfer. The doctor who made the complaint now understands the specifications and use of the device. MFR and facility will not take further action regarding this event. Additional information from the voluntary report: toshiba catheterization table.

Event description:
Facility alleges that the table brakes do not hold the table top when transferring patients to and from gurneys. Facility is concerned that pt may fall to the floor. Additional information from the voluntary report: table does not lock in place and may drop the pt on the floor when transferring from table to stretcher.